Manufacturer narrative:
The agent reported "(revised to treat instability (possible infection))". The previous surgery and the surgery detailed in this event occurred 5 months and 2 weeks apart. This evaluation is limited in scope as limited information was provided to djo surgical - austin for review. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported devices were the source or had a direct connection with the patient's infection. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a nonconformance associated with the concomitant part #508-44-101, 44mm rsp glen hd +8mm which documents that out of 10 parts lot, 1 item was rejected and scrapped during cmm operation. Second, there was an ncmr#74890 associated with the concomitant part #506-03-118, screw, locking bone, rsp, 5x18 which document that out of 93 parts lot, 1 item was rejected due to different lot number. Later, the rejected part was returned to vendor. Third, there was a nonconformance associated with the same part which documents that out of 93 parts lot, 1 item was rejected during flow bench verification. All other items in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review nventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint was a revision surgery due to infection and instability. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery to treat instability and possible infection.